Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative regarding an implantable neurostimulator (ins). It was reported that the patient's battery was discharged due to the patient not charging. The patient stated that they were evicted and their recharger was stolen. The rep performed telemetry and there was no response. The rep attempted a device reset once and there was no response. The patient was flying to the mainland so the rep was unable to do anything further. The issue was not resolved. Additional information was reported that the manufacturer representative (rep) stated the patient has not charged his implant for over a year and the ins is overdischarged. The rep also indicated that the patient may have had multiple overdischarges in the past. The patient could not remember the dates of when previous overdischarged may have occurred. The physician recharge mode (prm) information was reviewed with the rep. Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient¿s ins had been overdischarged 3 times. The rep reported that the clinician recharge was unsuccessful. The issue was not resolved.